Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, the suture broke when the needle plunger was removed. The device was removed over a guide wire and a second proglide device was attempted, but with the same results: the suture broke when the needle plunger was removed. It was not specified how hemostasis was achieved. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. Subsequent evaluation of the returned second proglide device revealed that one of the anterior cuff tabs (approx. 0.01 by 0.01 inches) was broken off and was not returned with the device. The location of the anterior cuff tab is unknown. Reportedly the patient is asymptomatic. Hospitalization was not extended as a result of the event. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed as the analysis of the returned device indicated that the posterior needle-to-cuff miss and subsequent anterior cuff-to-needle tip detachment occurred that can appear very similar to the reported suture break during the needle plunger retraction. Additionally one of the anterior cuff tabs (approx. 0.01 by 0.01 inches) was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.